Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was fluid in the device. Customer's blood glucose was unknown. Customer was taking a shower. Device vibrated then had a blank display. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with partial white display due to severe corrosion on all electronic assemblies. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to partial white display. Analysis was also unable to verify blank display anomalies due to partial white display. The insulin pump was received with cracked case on battery tube area. The insulin pump received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, stained serial number label, severely faded end cap address label, corrosion in battery tube, severe corrosion on motor home switch and corrosion on force sensor assembly.